Event description:
It was reported that the device was used during a gastrectomy on (B)(6) 2010. The device was used to create the duodenal stump. The device was used twice during the procedure and both firings were fine. Upon completion of the procedure, the surgeon inspected the staple line and it looked fine. The patient was placed in ICU due to other morbidity issues. (B)(6) post op, the patient returned to the operating room, due to the patient going into atrial fibrillation and losing blood pressure. The surgeon performed an exploratory laparotomy for diagnosis and repair. During the exploratory, it was found that the duodenal stump was open and spilling contents into the abdominal cavity. The abdomen was washed and rinsed to remove the contents. The surgeon accessed the staple line that may have experienced ischemia and necrosis, which may have resulted in the staple line falling apart. The stump was sutured closed and the procedure was completed. The patient still remains in the ICU at this time. The surgeon does not believe the device was the issue in this incident, but the combination of the diabetes and patient's issues with cancer. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).